Event description:
Dose rate set for propofol infusion pump as per protocol. Rate reflected on channel. Blood pressure dropped within 15 min. Propofol. Set on delay. Interventions were required to stabilize patient. Following patient stabilization, it was noted propofol bottle that had been put on delay was nearly empty. Tubing was discontinued and placed on new IV pump. Please note several alaris pumps are suspected. Occurrence happened with one patient.